Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The blood glucose was more than 450 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.